Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 4, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 16, 2024.

Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device use. Troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on december 11, 2023.